Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: france. Jaws found broken after cleaning - the time of the break is unknown.

Manufacturer narrative:
The instrument was analyzed by microscope. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found. The device quality and manufacturing history records have been checked for all and there are no available lot numbers. Based on the information available as well as a result of the investigation, root cause of the failure is most probably user related. This type of instrument is designed for delicate use only. The breakage of the device maybe the result of overload during use. The visual investigation indicates that the quality requirements are in specified tolerance range. The current failure rate is within the risk analysis and therefore acceptable.